Event description:
The nurse practitioner was twisting a screw into the pt's skull, and part of the screw head broken. They were able to remove the screw from the pt and a new screw was placed without problem.

Manufacturer narrative:
Investigation in progress but not yet complete.